Event description:
It was initially reported that the patient had his generator and lead explanted in 2002 due to chronic infection. Follow-up with the surgeon's office indicated that they had little information regarding the infection and explant. The patient presented with the skin opened in the chest possible due to a fall or trauma with the lead extruding. The patient had very good seizure control with vns and went down to only having 6-7 seizures a year. After explant the patient seizures did not increase so they decided not to re-implant. Follow-up with the patient's treating neurologist indicated that they did not begin seeing the patient until 2005 and the patient's previous neurologist would not provide any information about the patient.

Event description:
Review of manufacturing records confirms sterilization for both the generator and the lead prior to shipping.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.